Event description:
It was reported that the patient was enrolled in the (B)(6) study on (B)(6) 2022. At his baseline physical examination, no abnormal findings were documented. On (B)(6) 2022 the patient underwent the water vapor therapy procedure under anesthesia. There was a total of three treatments provided to the patient's prostate: one in the right lob, one in the left lobe, and one in the median lobe. It is unknown if prophylactic antibiotics were prescribed or not. Four days post procedure, the patient was observed to be having urinary retention. Five days post procedure, a urinary catheter was re-inserted and the patient was discharged with the indwelling catheter. Eleven days post procedure, the catheter was removed by a nurse at the patient's home and the event was considered resolved. No additional information was available. The physician stated that the urinary retention was probably related to the rezum procedure.

Manufacturer narrative:
Correction information provided in: b7 other relevant history. Investigation summary: based on the information available, the cause that contributed to the reported urinary retention cannot be established as the product is not available for analysis. The reported patient symptom is a known risk associated with water vapor therapy procedure and is noted as such in the device instructions for use (IFU). Device history record (DHR) review: a DHR could not be performed as the batch number needed to complete the DHR review can only be identified by examining the device. The device was not returned for analysis resulting in an inability to obtain the batch number needed for the review. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU lists urinary retention as a potential adverse event. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was enrolled in the vapeur rct study on 07-mar-2022. At his baseline physical examination, no abnormal findings were documented. On 08-apr-2022 the patient underwent the water vapor therapy procedure under anesthesia. He had been given prophylactic antibiotics in the form of cefazoline. There was a total of three treatments provided to the patient's prostate: one in the right lob, one in the left lobe, and one in the median lobe. It is unknown if prophylactic antibiotics were prescribed or not. Four days post procedure, the patient was observed to be having urinary retention. Five days post procedure, a urinary catheter was re-inserted and the patient was discharged with the indwelling catheter. Eleven days post procedure, the catheter was removed by a nurse at the patient's home and the event was considered resolved. No additional information was available. The physician stated that the urinary retention was probably related to the rezum procedure.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported urinary retention cannot be established as the product is not available for analysis. The reported patient symptom is a known risk associated with water vapor therapy procedure and is noted as such in the device instructions for use (IFU). Device history record (DHR) review: a DHR could not be performed as the batch number needed to complete the DHR review can only be identified by examining the device. The device was not returned for analysis resulting in an inability to obtain the batch number needed for the review. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU lists urinary retention as a potential adverse event. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was enrolled in the vapeur rct study on 07-mar-2022. At his baseline physical examination, no abnormal findings were documented. On 08-apr-2022 the patient underwent the water vapor therapy procedure under anesthesia. There was a total of three treatments provided to the patient's prostate: one in the right lobe, one in the left lobe, and one in the median lobe. It is unknown if prophylactic antibiotics were prescribed or not. Four days post procedure, the patient was observed to be having urinary retention. Five days post procedure, a urinary catheter was re-inserted and the patient was discharged with the indwelling catheter. Eleven days post procedure, the catheter was removed by a nurse at the patient's home and the event was considered resolved. No additional information was available. The physician stated that the urinary retention was probably related to the rezum procedure.